Manufacturer narrative:
All available information was investigated, and the reported broken flush port was confirmed via returned device analysis. The reported leak (loss of fluid column) could not be replicated in a testing environment due to the returned condition of the of the device (broken flush port). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be due to the reported broken flush port. However, a cause for how the flush port broke cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The steerable guide catheter (sgc) was prepared per the instructions for use (IFU) and was inserted without issues. However, after removing the dilator, a loss of fluid column occurred. It was observed that the flush port was cracked. Therefore, the sgc was removed and replaced. One clip was then implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure.